Manufacturer narrative:
The device is available for evaluation but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
The core micro drill was sent for eval because it overheated during testing. There was no pt involvement; no adverse event associated with the device.